Manufacturer narrative:
H6: code is updated. Previously updated fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the intubation tube is inserted, a check is made to ensure it is in place, and the stimulating probe is passed to the instrumentation unit and connected to the interface. It is evident that the equipment is constantly moving in waves, without actually stimulating. The doctor uses the probe, but it does not emit impulses. Everything is disconnected, and the probe does not work. User called the sales representative to request a new probe, which, upon connection, begins generating impulses correctly. Monitoring is performed without complications. There was no patient impact.